Event description:
The customer contacted the siemens customer care center (ccc) and stated that chloride results on patient samples were resulting falsely low. The customer would calibrate the instrument and run quality controls (qc), followed by patient samples. The first few patient results would appear to be acceptable, but the subsequent results were low. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument and result higher. It is unknown if the results from the alternate instrument(s) were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
The customer informed the ccc specialist that they had replaced the chloride electrode, which resolved the issue. The cause of the discordant chloride results was a malfunction of the chloride electrode. The instrument is performing according to specifications. No further evaluation of this device is required.